Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate shock therapy. The device was reprogrammed and remains implanted.